Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient lost about (B)(6) pounds since pump implant and the pump was moved recently when a pocket revision was done to place the pump in a different location on (B)(6) 2017. The pump moved due to weight loss and was causing discomfort for the patient. The healthcare professional (hcp) mentioned that the patient was experiencing some complications with the wound since the revision. The event date was unknown. No further complications were reported/anticipated. ***there was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) -not getting pain relief.***

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner on 2017-jul-31. It was reported that the patient was a male and was (B)(6). The patient's height was (B)(6). The patient reportedly started baclofen therapy in about (B)(6) 2016, and was utilizing the intrathecal pump as well as oral baclofen. It was clarified that the baclofen used was gablofen. It was noted that the patient's previously reported weight loss was ongoing, and the patient was to undergo a work up. No complications had reportedly occurred with the wound since the revision. It was noted that the patient's weight loss put the pump against the chest wall. It was noted that the patient's laboratory evaluations/tests were ongoing. The patient's pump settings were changed from 700 mcg/day simple continuous to flex dosing 75 mcg at 05:00 and 14:50 with 700 (units illegible). The patient's medical history included thoracic disc herniation and resection in incomplete (illegible). The patient's concomitant medications included baclofen (10g 4x per day as needed), oxycodone (10 mg 4x per day as needed), effexor (150 mg/day), and coreg (3.125 mg per day). The patient was reportedly not hospitalized as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via manufacturer representative regarding a patient who was receiving baclofen, unknown concentration at unknown dose for intractable spasticity. It was reported that pump was explanted due to incision opening and not healing. The hcp reported that after pocket revision in (B)(6) 2017 that wound did not heal properly. He was concerned of infection so he decided to remove. It was unknown if he would reimplant the device in 6 months. It was unknown what diagnostics/troubleshooting was performed for this event. For surgical intervention, the hcp removed the pump and catheter. The return status of the pump was "no return-customer discarded". At the time of this report, the issue was resolved and patient status was alive-no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-jul-26. It was reported that it was unknown when the patient first started experiencing the reported pump movement. It was unknown what symptoms the patient may have experienced related to the reported complications with the wound. The patient's weight at the time of the event was unknown, and it was unknown if the pump movement and wound complications were resolved.